Event description:
Two 500 milliliter exact mix bags (lot number 60137166, expiration date 06/2021) and two 2,000 milliliter exact mix bags (lot number 60119396, expiration date 03/2021) were found to be leaking fluid from the center port. Is the product compounded? No. Is the product over-the-counter? No.